Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issues. Stryker replaced the lid to resolve the missing magnet issue. Regarding the periodic power cycles, stryker was unable to duplicate the issue and the cause could not be determined. It was observed that the battery was close to expiration. The customer will receive a a replacement device under warranty and the customer's device was retained by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device power cycled periodically. In this state the device may not be able to deliver defibrillation therapy if needed. Additionally, it was observed that the magnet was missing from the lid of the device. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.